Manufacturer narrative:
(B)(4). Other device used: catalog #00784801401, zimmer m/l kinectiv neck, lot #60841382 - manufactured by zimmer (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that a patient was revised due to corrosion and pain.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. The device history record have been reviewed and did not find any anomalies or deviations. This device has been in vivo for approximately 5 years, 11 months. These devices are used in the treatment of the patient. Surgical notes stated that the total hip arthroplasty was for degenerative joint disease secondary to acetabular dysplasia. The final total hip arthroplasty was found to have good range of motion and had equal leg length. No complication had been noted. Surgical notes stated that the patient had corrosion of the head and neck junction. There was tissue damage. There was not corrosion noted at the neck to stem. There were not other complaints for similar alleged events for the devices listed in this complaint. With the information provided, a definitive root cause cannot be determined.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical product: xlpe 0 degree poly liner, catalog#: 00630505840, lot#: 61139465. Trilogy acetabular shell, catalog#: 00620005822, lot#: 61157326. Kinectiv stem taper, catalog#: 00771300700, lot#: 61068327. Root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient was revised due to metallosis, corrosion between the neck and head, bursitis, and pain.